Event description:
The customer reported that during a laparoscopic supracervical hysterectomy, the jaws of the device would not reopen while the device was applied to tissue. The procedure was converted from a laparoscopic procedure to an open procedure in order to remove the device, although it is not known specifically how the surgeon actually removed the device. There was no patient injury. Additional details regarding the device and this incident were not available from the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.